Event description:
It was reported that a lead safety switch (lss) from bipolar to unipolar configuration occurred on this right ventricular (rv) lead. The minute ventilation (mv) feature was disabled due to noise oversensing on the rv lead when in unipolar configuration. Technical services (ts) review noted that the rv lead trends remain stable and in-range. When the lead was put back into bipolar configuration, high oor impedances were noted, as well as oversensing and pacing inhibition. The patient is pacing dependent and has been hospitalized pending ts recommendations. Ts provided troubleshooting recommendations. This rv lead remains in-service at this time, no additional adverse patient effects were reported.